Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to verify unexpected battery power loss alarm and charge/battery alarm due to blank display noted.

Event description:
Customer reported via phone call that battery had been dying within hours. Customer¿s blood glucose value at the time of incident was 129 mg/dl. Customer did receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.